Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented remotely with non-sustained right ventricular oversensing (nsrvo) alerts on their implantable cardioverter defibrillator (ICD). It was noted that the device was oversensing myopotentials. Upon interrogation, the alerts occurred at the same time the patient had a bad coughing episode. No adjustments were made to the patient's device and would continue to be monitored. The patient was stable and had no issues.